Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, externalized conductors were observed. During extraction procedure, cardiac tamponade was observed. The patient underwent a pericardiocentesis. The patient was stable and recovering.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.7-8.7cm, 8.6-9.0cm, 16.7-17.4cm, and 23.5-23.9cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 7.2-8.2cm and 7.4-8.2cm from the distal tip. The etfe coating was intact at these locations. A lead tip stiffness test was performed and the lead tip was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.